Event description:
Allegedly modular neck broke.

Manufacturer narrative:
Investigation is not complete. Although several attempts were made, the user facility advises they will not send a medwatch report to us. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00199.